Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Dissection, as listed in the instructions for use, is a known adverse event associated with coronary dilatation.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection/medical intervention. Device issue: none. It was reported via a journal article that a type a dissection occurred and was treated and resolved after stent placement. No additional event or pt information is available.